Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of historical data, accuracy testing, and a review of product labeling. The ticket searches determined elevated complaint activity for the lot. Review of trending data did not identify any trends for the product for the complaint issue. A review of the product quality history report did not identify any issues associated with the customer observation. Worldwide field data was used to review the historical performance of the reagent lot. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Accuracy testing was performed using an in-house retained kit stored and all specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Complete patient identifiers for same patient: (B)(6). All available patient information has been included. No additional patient details are available. This event is also being submitted in manufacturer report number 1628664-2020-00043, for a second suspect medical device (list 03m74-02, serial (B)(4)). An evaluation is in process. A follow-up report will be submitted when the evaluation is completed.

Event description:
The customer reported a (B)(6) elevated troponin result when processing on the architect i2000sr. (B)(6). Generated an initial result of (B)(6). The patient was hospitalized and a second sample ((B)(6)) was drawn and the result was (B)(6) and a retest of this sample was (B)(6). The first sample was retested and generated results of (B)(6). The first sample was diluted 5x and 10x and the results were (B)(6), respectively. No additional impact to patient management was reported.